Event description:
The clinic requested equipment service after noting a water leak from the bottom of the machine. Gambro technical services (gts) diagnosed a leak to atmosphere from the air separator assembly. The assembly was replaced but was not returned to the manufacturer. Because the source of the leak was identified in the field, however, return product is not required in order for the manufacturer to reach a reasonable conclusion. No patient involvement was reported.